Event description:
Patient was revised to address pain and osteolysis. The osteolysis was secondary to the stress shielding caused by the stem. Intraoperatively, dark yellow fluid and necrotic tissue was found.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4) reports that the patient was revised to address pain and osteolysis. The osteolysis was secondary to the stress shielding caused by the stem. Intra-operatively, dark yellow fluid and necrotic tissue was found. Doi: (B)(6) 2005 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the unknown depuy hip stem as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.